Event description:
A relative stated that customer had a problem with the chair on 7/15/98, had hit his head as the result of a fall and had passed away. The customer lived by himself and was found by the relative. The sales rep stated that the customer used the electric seat lift and the tiller arm to get in and out of the chair. The tiller had become loose and was unstable. A new chair front and tiller were on order and the rep had cautioned the customer to not use the tiller for leverage and balance.